Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a qdot micro and the patient experienced pericardial effusion and cardiac arrest / pea (pulseless electrical activity) that required pericardiocentesis and chest compressions. During the case, a pericardial effusion and pulseless electrical activity were noticed on the patient. They had just finished mapping in the left atrium and the qdot micro was inserted into the body. After zeroing the qdot micro, the physician decided to use the vizigo sheath. The qdot micro was removed from the body and the vizigo sheath was then inserted into the patient. Then a few seconds later, the physician noticed "smoke" in the atrium on intracardiac echocardiography (ice), with the soundstar® catheter, and that the patient's valves were not moving. The patient was still in afib at this point, but the heart was not moving. The pulseless electrical activity was confirmed via the signals on the recording system. Chest compressions were administered to the patient. The pericardial effusion was confirmed via echocardiogram (echo) while the patient was receiving chest compressions. A pericardiocentesis was performed and 188 ml of fluid was removed. Normal function returned to the patient's heart and the patient was admitted to the cardiovascular intensive care unit (cvicu). The caller reported that the patient is in stable condition. Ngen¿ generator was planned for use, but no ablation was performed during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on 13-feb-2025, noted corrections to the 3500a follow-up #2. - reported statement under h11. Additional manufacturer narrative ¿per all the additional information received, the following fields were updated: b2, b3a, b7, d1, d2a, d2b, d4, d10.¿ should have been ¿per all the additional information received, the following fields were updated: a2, a3a, b7, d1, d2a, d2b, d4, d10 and g4. - reported statement under h11. Additional manufacturer narrative ¿d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.¿ should have been ¿d4. Primary UDI number should be blank. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During internal review on (B)(6)2025, noted correction to the 3500a follow-up #2 as should have also included under h11. Additional manufacturer narrative, "removed under h6. Type of investigation analysis of production records (b14) as no device history record available since d4. Catalog is unk_octaray nav. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 09-jan-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31481121l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 15-jan-2025. Patient demographics were obtained. The event was noticed right before beginning ablation, after wire exchange. Ablation had not begun ablation yet. There were no error messages on biosense webster equipment. Physician¿s opinion on the cause of the adverse event is that it was procedure and patient condition related, however the exact cause is unknown since the exact timing of when it occurred is also unknown. The physician does not believe the qdot or vizigo sheath contributed to the adverse event. The patient required extended hospitalization as the patient also had pulmonary fibrosis and needed to be observed after the procedure and pulseless electrical activity, since then, the patient has fully recovered. Additional information was received on 25-jan-2025. The octaray was used for mapping. Based on this information, the suspected device has been updated from the qdot catheter to the octaray mapping catheter. The qdot catheter is considered concomitant. Per all the additional information received, the following fields were updated: b2, b3a, b7, d1, d2a, d2b, d4, d10 and g4. D4. Lot and expiration date and h4 manufacture date are unknown for the octaray. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).